Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 25). Customer successfully reloaded the cartridge. Blood glucose level could not be recalled.